Event description:
A malfunction alarm occurred with a pump during the loading process, but there was no adverse impact to the customer¿s blood glucose level. Despite assistance from technical support, the customer was unable to overcome the cartridge alarm issue, leading to the decision to replace the pump. The customer was informed about the replacement and provided with a replacement pump to ensure uninterrupted insulin delivery. The arrangements were made for the replacement pump to be sent to the customer.